Event description:
Healthcare professional reported "right after" injection in the orbital rim and zygomatic arch with 2 syringes of juvederm voluma, the patient developed a "hard pump" on the left side of the face. The day after injection, patient noted that the "left side of the face looked a little fuller than the right". Approximately one week later, the healthcare professional saw the patient and noted "a little bit of fullness, and firmness". Healthcare professional initially thought that a vessel had been "nicked, causing a hematoma". Three days later, the patient called the office reporting "worsening swelling". The healthcare professional treated with prednisone. Patient returned to the office approximately 10 days later and was treated with hyaluronidase "intralesionally". Healthcare professional saw the patient approximately one month later and stated that the patient's symptoms are "clinically fully resolved, [but the patient] still complains of tightness in [the] treated area".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard lump, firmness, hematoma, swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. Adverse events: per table 1: treatment site responses by maximum severity occurring in (B)(4) of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by (B)(4) of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device and injection related adverse events occurring in (B)(4) of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site errosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).